Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer experienced low blood glucose that caused them to fall unconscious. It was reported the paramedics were called to revive the customer. Customer's blood glucose was unknown at the time of incident. The customer declined to provide further information. The customer declined to return the insulin pump for analysis.